Manufacturer narrative:
Initial and final MDR 1927906- MDR 3003442380-2024- 18137- device 5 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event where five infusion sets fell off a week ago during use. Infusion sets were used upto 3 days. Patient replaced infusion set and resumed insulin successfully. No further information was available.